Event description:
It was reported that the entire device was removed and replaced with another of the same device; reason not indicated. No pt complications were reported.

Manufacturer narrative:
Balloon: cat # 72402105, serial # (B)(4), expiration date: 08/22/2013; pump: cat # 72402287, serial # (B)(4), expiration date: 03/23/2010. MFR date: balloon: 08/2008, pump: 03/2005. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.